Manufacturer narrative:
Block b3: exact date unknown, event occurred three weeks from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was having trouble standing and was having weakness following a non-device related fall. The physician believed that the patients weakness was not related to the device. The patient was hospitalized for almost a week. The patient was doing well.